Event description:
The customer reported that the system experienced a communication error and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The passive backplane was evaluated and replaced. The systems interface pcb was also cleaned and reseated during the service event. The system was tested and found to be working as intended and returned to service.